Manufacturer narrative:
Novocure medical opinion is that a contribution of the arrays placement to the event cannot be ruled out. Patients with (gbm) have disease-specific risk factors for impaired wound healing and infection including prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound dehiscence (<1%) and wound infection (<1%) were reported as adverse events in the ef-14 pivotal trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial.

Event description:
A (B)(6) year old male patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2020. On (B)(6) 2020, novocure was informed by the spouse that the patient had developed a headache with fever and chills. Patient continued with optune therapy. On (B)(6) 2020, during a transducer array exchange, spouse observed drainage from the patient's craniotomy site (last resection date unknown). The affected area was painful and hot to the touch. On (B)(6) 2020, the spouse reported that the patient had been hospitalized due to poor health, ongoing headache, and fever. Optune therapy was discontinued. Head CT demonstrated wound dehiscence and a wound infection. Patient's fever (39.4 celsius) was secondary to the wound infection. On (B)(6) 2020, patient underwent surgery to remove the bone flap and wound debridement. Wound cultures tested (B)(6) for (B)(6). Bone flap replacement with an artificial scalp bone was planned for a future date. Per prescriber, delayed wound healing was due to multiple surgeries and dermatitis caused by the arrays may have contributed to the wound infection.